Manufacturer narrative:
A ge oec svc rep investigated the issue and found a faulty video cable within the interconnect cable. The interconnect cable was removed and replaced to restore proper imaging. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys was reported to have poor image quality. Sys not imaging properly. Reported "camera lens fell out".